Manufacturer narrative:
Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. After the patient returned with the broken sutures, was there any medical or surgical intervention performed? Was the patient re-sutured? What part of the body were the sutures being used on? What is the current status of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for a laceration. After procedure was completed, the patient returned within the hour with all stitches broken across the middle of the wound. There were no adverse patient consequences. Additional information has been received.